Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Complaint can be confirmed through the returned product analysis. The tip of the device is damaged and deformed. Visual examination of the returned product identified signs of use as well as wear and tear. There are scratches on the handle of the device. Measured features of the handle to verify the sizer handle is conforming to print specifications. The device has a possible field age of 1+ years. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and additional unrelated complaints for the reported and part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g4; g6; h1; h2 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the glenoid sizer handle had split and would not hold the sizer into the handle. The surgery was successfully completed with the device. The device broke at the end of the procedure. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in canada the customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the glenoid sizer handle had split and would not hols the sizer into the handle. Attempts have been made, and no further information has been provided.